Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse li-ion battery (sn (B)(4) does not hold a charge when inserted into the autopulse system. No further information was provided. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.